Event description:
It was reported that patient underwent hip surgery on (B)(6), 2006. Revision procedure was performed on (B)(6), 2013 due to bone loss and proximal migration of the cup. A large accumulation in the joint and rear with severe metalosis in the synovium was found. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. (B)(4)